Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Review of stored egms revealed inappropriate atp therapy delivery for atrial trigeminy with ventricular response. Programming changes were recommended. Patient will continue to be monitored.